Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 12 oct 2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 12 oct 2017. On 07/28/2017 the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 12 hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.